Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2443, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Consumer reported that since then she had daily headaches, cramping, outlandish odor, allergic reactions, back pains, constant pain in her side, loss of energy, stomach bloating daily, vitamin d and iron deficiency, weight gain, hair loss, dry skin, loss of libido / no sex drive, vison worsened, daily mood swings and legs swelling. She went to numerous doctors visits to find out she was healthy and just overweight. She had essure removed on (B)(6) 2014 via a tubal ligation. Some of her symptoms were gone but she still had a handful. So she had tests done once again to prove that her issues were related to essure, even though it was supposedly gone, and she had an hysterectomy performed. She stated she was probably allergic to nickel, as she cannot wear cheap jewelry- she breaks out in a rash. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain in her side (interpreted as pelvic pain). She had essure removed 5 and a half years after its insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. No further follow-up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs